Manufacturer narrative:
The biomedical engineer has advised closing this case. No further information was provided. Multiple attempts were made to obtain information regarding the repair and operational status of the device, but no response was received from the reporter and can not be determined.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
The customer reported touchscreen will not calibrate. The remote manufacturer's service technician recommended ordering and replacing the v60 touchscreen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.